Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect behavior: patient stepped on a rock which caused one knee to buckle under him. He fell and he broke his femur. This patient is a bilateral osseointegration. He was walking on a slight rocky incline. He is not sure what happened, but he fell and broke his left femur. Patient is in the hospital.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.